Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign matter in the bending section cover, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction and play of up/down knob did not meet the standard value; adhesive on bending section cover had a chip; scratches on forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, grip, scope cover, switch box, protector of universal cord on suction connector side, scope connector cover, universal cord, and suction connector unit; universal cord had a wrinkle; forceps channel port was shaved; paint on suction cylinder and air water-cylinder was peeled; electrical connector had discoloration due to water leakage; objective lens had a scratch; due to a scratch on objective lens, the image had dark area partially. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the videoscope had foreign matter in the rubber on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E1 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable defect could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.